Event description:
In 2002, the patient at home had onset of abdominal pain, nausea, vomiting after peg tube change. The patient had an endoscopy which revealed the gastric lead was protruding into the stomach. The patient will undergo surgical revision/replacement of the neurostimulation lead.